Event description:
The plaintiff's attorney alleged that the pt experienced a heart attack, on or about (B)(6) 2011, immediately after dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving tree separate products.